Manufacturer narrative:
Na

Event description:
It was reported that eol had been reached prematurely. Upon reviewing the diagnostics and real time measurements data, it was confirmed that eol was reached unexpectedly. Technical services suggested replacing the device. The device remains implanted.